Event description:
A pt had a codman flex-tip intraspinal catheter since 2003. The catheter was leaking. The pt came to outpatient surgery for replacement.

Event description:
Per user facility report# 2000330000-2005-8082: event descr: a pt had a codman flex-tip intraspinal catheter since 2003. The catheter was leaking. The pt came to outpatient surgery for replacement.